Manufacturer narrative:
The service technician replaced the casters and the bed functioned to specs.

Event description:
Info received indicated when the brakes were activated the foot brakes would not hold.